Event description:
The device was sensing noise on the ventricular lead causing inpropriate therapy. After evaluation of the egm's technical service believed that the lead was fractured. Noise was not reporducible with positioning the lead. A a chest x-ray will be taken to determine the lead fracture.